Event description:
The customer called and reported that her insulin pump alarmed no delivery and this was resolved with a complete set change. Customer's blood glucsoe was 170 mg/dl. However, customer stated she changed out the set and reservoir and still received no delivery alarms. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.